Event description:
MFR has been informed of a case in another country where the pe insert reportedly broke, apparently associated with joint luxation due to trauma. At this time, there is no indication of a product malfunction or of a revision surgery having taken place.